Event description:
The customer reported to olympus technical assistance center (tac), during preparation for a therapeutic procedure, the visera elite video system center exhibited a scope communication error b30 with every camera head. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. It was noted, the customer attempted to resolve the issue by blowing the socket out with air and also made sure there is no moisture in the socket or on the paddles, without a success. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section h4 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the error b30 could not be determined. Error b30 occurs when there is a communication failure between the scope and processor. It is possible that error b30 occurred due to communication failure caused by temporary adhesion of dust, water stains, or debris on the electrical contacts between the scope and the connector part of the subject device. Olympus will continue to monitor field performance for this device.